Manufacturer narrative:
The unit had an intermittent button response due to a flattened up button dome switch. The unit had a minor scratched lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.